Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned revealed that the returned product consisted of the greenfield stainless steel filter with the flex carrier, four dilators and the sheath with the hemostatic valve. The carrier, filter and the hemostatic valve were microscopically and visually examined. The handle was received with the in the manufacturing position with safety sleeve still in position. The capsule was detached from the carrier with the filter was still inside not deployed. The cap was removed from the capsule and it was noticed that the distal end of the capsule was split. There was residue present on the carrier and capsule from the welding process. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that premature filter deployment occurred. A greenfield¿ filter had been selected. While prepping the device on the back table the "filter" came off. No patient complications were reported, the device never entered the patient.